Event description:
A pt underwent a lumbar laminectomy at lumbar 3/lumbar 4 and lumbar 4/lumbar 5 in 2000. The pt subsequently developed swelling of the wound and a headache. An MRI scan confirmed diagnosis of a psuedomeningocele secondary to a dural leak. The pt underwent reoperation in 2000. Clear fluid was encountered and a small (2mm tear) in the dura (left side lumbar 4 nerve root) was identified. The dura appeared very thin, and that the dural hole (tear) was larger than expected, (i.e. M.d. Felt doctor would have detected a hole this size prior to closure in the first surgery).